Event description:
It was reported that after applying the clip to the forceps it could not be released. The surgeon had to pull the device to release the clip, the surrounding tissue was crushed as a result.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.